Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during an electrode and probe placement procedure. It was reported that during CT-fluoro case, after registration, marking out incisions, they did not match the plan. Left side incisions were more lateral (1/2 inch) and right side incisions were more medial (1/2 inch) than plan. They re-registered and then the navigation was accurate. There was less than an hour delay. No impact on patient outcome.